Manufacturer narrative:
The foam wrist cuff is torn and the ends of the webbing straps are frayed. The webbing which is sewn to the foam wrist cuff is deformed. The hook and quick-release buckles are present and not damaged. The foam wrist cuffs are dirty. It appears the deformation of the webbing, sewn to the wrist cuff was from tensile forces applied to the wrist restraint by the patient over a period of time, thus causing the tear in the foam. The tear originated at the box stitch where the webbing and foam cuff are sewn together, after repetitive tension applied the tear expanded to the edges of the foam cuff, thus loosening and allowing the patient to free hand. Customer reported applying wrist cuff restraint on an agitated patient. Note: the instructions for use contraindications states, "do not use on a patient who is or becomes highly aggressive, combative, agitated, or suicidal" manufacturer reference file # (B)(4).

Event description:
Customer reported her agitated patient was able to break free of the limb holder. The customer did not provide a date when the incident occurred. No patient injury was reported.